Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with a low heart rate. Upon interrogation, loss of capture on the right ventricular (rv) lead was noted. X-ray confirmed the rv lead was fractured at the terminal end. As a result, the lead was surgically abandoned. No additional adverse patient effects were reported.